Event description:
It was reported that the patient had a change in therapy effect. It was noted that the patient was ¿arrested at pain clinic¿ and was taken via ambulance to the emergency room (ER), then admitted to intensive care. It was reported that the concentration of dilaudid was changed on (B)(6) from 5 mg/ml to 7 mg/ml and bridge bolus duration showed as 40 hours. It was noted that at refill they expected 2.7 ml and got 2.8, ¿so no issue with a discrepancy.¿ it was reported that there were no active alarms or indication of pump malfunction. It was noted that the patient¿s pump was used to infuse 7 mg/ml of hydromorphone and 2000 mg/ml of compounded baclofen. It was reported that the pump was currently used to infuse 5 mg/ml hydromorphone and 2000 mg/ml of baclofen at the time of report. Additional information received reported that the patient was presented to the ¿micu¿ after a presumed hypoxemic pulseless electrical activity (pea) arrest in pain clinic on (B)(6) 2014. It was noted that the patient was seen in the pain clinic approximately 2 weeks prior at which time minor adjustments were made to their baclofen pump (increased dose of baclofen slightly but decreased concentration leading to about a 10% increase in baclofen daily dose). It was reported that the patient was getting about 500 mc/g if baclofen a day and about 1.5 mg of hydromorphone a day through the pump. It was noted that the patient had been on dilaudid 16 mg every (q) 4 hours for breakthrough pain. It was reported that the patient¿s back pain and lower extremity weakness were worse than baseline on the day prior to admission however the patient was able to ambulate around their house (at baseline uses crutches or a walker). It was noted that on the day of admission the patient was more sleepy than normal. It was reported that the patient was disoriented and unable to walk even with walker. It was noted that the patient attempted to get dressed and in the process, fell backwards and down. It was reported that the patient became increasingly more disoriented as the patient was on their way to the pain clinic. It was noted that the patient was increasingly somnolent and ems was called to take the patient to the emergency department (ed). It was reported that when ems found the patient apneic and pulseless and started chest compressions. It was noted that the patient received 3-5 minutes of chest compressions and epinephrine before return of spontaneous circulation ¿rosc¿ and was transported to the ed. It was reported that the patient girlfriend did not think the patient had taken any extra medications and found the bottle of dilaudid which had only a few pills less than what should be there based on the patient¿s pill count. It was noted that the patient¿s heart rate was 102-130 and blood pressure was 60/47 and nrb oxygen saturation was 90s. It was reported that the patient pupils pinpoint, patient was arousal by sternal rub and was able to respond to name. It was noted that initial intervention included 1.5 l intravenous fluid (ivf), narcan x2 doses with improvement of ms (patient was able to follow commands and take spontaneous respirations). It was reported that vitals were repeated. It was that studies included nchct neg., c-spine neg., tox screen + opiates, benzos, ECG showed normal sinus rhythm (nsr), nonspecific st changes, bmp with cr of 1.6, lactate 3.6 and tnt negative. It was reported that interim events included more altered and intubated for inability to protect airway. It was noted that the patient was presumed to be hypoxemia however no documentation that the patient was hypoxic at the time of presumed cardiac arrest. It was reported that most likely etiology of hypoxemia was narcotic overdose in the setting of increased pain for prior two days., hypoventilation, hypercarbia and hypoxemia. It was noted that hypovolemia secondary to infection/sepsis as patient presented to the ed with sbp in the 80s however more unlikely as patient had a normal white blood count (wbc), no localizing sighs, has been afebrile. It was reported that cultures were sent and are pending at the time of report. It was noted that there was no evidence of acidosis, hyperkalemia, or hypothermia, obstructive shock. It was reported that the patient was initially on mechanical ventilation but overnight was ¿extubated¿. It was noted that the patient fully recovered mental status. It was reported that the patient likely had narcotic overdose either from increased oral (po) intake or leakage of intrathecal pump. It was noted that there was no evidence of problems with pump per pain team however pump shut off in ed. It was reported that it was unclear if the patient had enough oral (po) narcotics at home to overdose especially given the patient¿s long-standing history of narcotic use and presumed tolerance to narcotics. It was noted that the patient also presented with rise in creatinine, possibly acute kidney injury (aki) lead to decreased clearance if narcotics. It was reported that the pump was ¿d/cd¿ and was started on ¿tizanidine¿ 4 mg ¿tid¿. It was noted that the patient was initially getting fentanyl boluses and was then changed to oral dilaudid 8 mg every ¿q¿6 hours and as needed (prn) orally (po) and IV dilaudid. It was reported that diagnostic sat/sbt to determine if patient had respiratory drive/current mental status and patient arrived on propofol. It was noted that treatment included continue mechanical ventilation; wean sedation/vent as tolerated. It was reported that the pump was ¿now off¿. It was noted that the patient was the patient was prescribed baclofen 30 mg oral bid to prevent baclofen withdrawal. It was reported that fentanyl boluses as needed (prn) for pain/prevention of withdrawal. It was noted the patient¿s physical exam included taking vital signs. It was reported that the patient¿s temperature was 97.8, heart rate 78, blood pressure 108/71, vent ac 500x14, rr 14, o2 sat 98% on peep5, 70% fio2, pips 22-23. It was noted that the patient was intubated, sedated and would not respond to sternal rub. It was reported that pupils pinpoint, minimally reactive to light. It was reported that the patient was mechanically ventilated breath sounds in anterior lung fields, clear to auscultation b/l, no wheeze, rhonchi or rales. It was noted that there were low lung volumes and bilateral groundglass haziness. It was reported that impression included differential diagnosis pulmonary edema or atypical infection. It was reported the next day that the patient was discharged in the morning on (B)(6) 2014. It was noted that they suspected it was oral opioid overdose. It was reported that they started the patient¿s pump at half his previous rate.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).